Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable neurostimulator (ins)  replacement procedure, there were impedance issues on one segment electrode. The caller indicated that the patient could activate MRI mode with the patient remote and the caller asked how this would be possible. The impedance issue was with electrode 10c, the monopolar value was >5000ohms and bipolar values were showing the exclamation icon. The caller reported that impedance tests were run several times but they continued to get high impedance values. The patient was getting effective therapy. The caller was not with the patient. Tech services reviewed information about activating MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, indicating that the cause of the high impedance was not determined; the most likely cause remains unknown. Troubleshooting steps included reseating, reinserting, and wiping the connection, but the impedance issue on the segment persisted, and the surgeon felt it was fully seated into the ipg. The issue has not been resolved; the plan is for a neurologist to attempt programming around the problem before considering a revision. This information has been confirmed by the physician.